Event description:
The table top on the ge innova 2121 at the (B)(4) health care system ((B)(4)) broke in half where the head end portion of the table top broke towards the floor but remained connected at the middle of the table top where the support area ended. The break occurred when a patient was lying on the table and the cath procedure was to begin shortly. The system was taken out of service and we conducted an in-house investigation regarding what occurred. We also had ge come in to conduct its investigation. The recommendation from ge was to replace the broken table top.